Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between the patient event of hospitalization for reported sepsis and the alleged cycler issues (unspecified) resulting in not utilizing the cycler for several nights. However, the patient is trained on manuals and does have the supplies but alleges he was not instructed to use them. There is no documentation to show the patient had an existing infection that could have precipitated the report of sepsis. Sepsis is the body¿s response to infection. A literature review found no support that confirms sepsis can result from missed treatments alone. Based on the limited available information a cause of the alleged sepsis with hospitalization cannot be concluded and as such the liberty select cycler cannot be excluded as causing or contributing to the adverse event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) registered nurse (pdrn) reported that a patient on continuous cycling peritoneal dialysis (ccpd) experienced machine malfunctions and a replacement was provided. The patient did not complete treatment for several nights as a result of the malfunctions and issues with the replacement. The patient was hospitalized on (B)(6)2019 and diagnosis with sepsis due to lack of treatment. The patient stated that they had manual exchanges, however, was not advised to use them in the event that the cycler was unable to function. Upon follow up, the patient confirmed the event. The stated that they contacted technical support (date unknown) to report issues (unspecified) with the liberty select cycler and a replacement was ordered. Patient stated that tech support told them to turn off the machine and refrain from use. The patient attempted to reach pdrn with no returned call. The patient did not complete treatment for two days. The patient was trained on manuals, however, did not perform them since training and didn¿t think to use manual exchanges as they were not instructed to do so. The patient stated that they have recovered and were discharged 3 days later. The patient stated their prescription was changed, but information was not provided. The patient continues pd therapy with the new liberty select cycler and reports no issues.